Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is possible that the foreign material is silicic acid (such as silica), and we presume that it may have originated from chemicals such as antifoaming agent. However, it was not possible to identify what the foreign material was, when and how it attached to the inside of the nozzle. The most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in nozzle. There were no reports of patient involvement.